Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on two separate occasions due to noise and oversensing. A revision procedure was performed and the system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments, severed eleven centimeters from the terminal pin. Visual inspection showed possible arc marks on the shocking coil. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately three centimeters from the terminal end in the curve area. The fracture characteristics appeared consistent with cyclic fatigue. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.